Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not giving insulin and they had to manually push the insulin out with plunger. The customer also reported that they experienced high blood glucose over 400 mg/dl. The customer stated that they received a no delivery alarm after finding out that the blood glucose was high. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.